Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 08/14/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event, ¿no image,¿ occurred due to the faulty printed circuit board; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video processor exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.